Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. When unpacking a 2.50 x 28mm synergy ii drug-eluding stent, the distal stent shaft was broken. There were no consequences to the patient.

Event description:
It was reported that a shaft break occurred. When unpacking a 2.50 x 28mm synergy ii drug-eluding stent, the distal stent shaft was broken. There were no consequences to the patient.

Manufacturer narrative:
Device is a combination product. A stent delivery system (sds) was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed in the manifold was not available. It was confirmed that the device was a bsc 2.50 x 28mm synergy device. The hypotube, lasercut region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy device. The crimped stent length and crimped stent diameter of the returned device were also consistent with a 2.50 x 28mm synergy stent. A visual and microscopic examination of the stent found distal stent damage, with stent struts kinked and lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The crimped stent length was measured using calipers and the result was within maximum crimped stent length measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found a hypotube break located immediately proximal to the proximal strain relief (145.4cm proximal to the distal tip), at the site of the missing manifold. Multiple hypotube kinks were identified at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.